Manufacturer narrative:
No unexpected alarms were noted. The insulin pump passed the self test. A21 alarm occurred after battery change cue to interface board. The insulin pump passed functional tests. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels around 46 mg/dl. He also received an external ram crc error and an unexpected restart alarm. He was advised to disconnect from the insulin pump and revert to back up plan the product was returned. Nothing further to report.